Event description:
In 2000, the manufacturer's (MFR) sale representative delivered the device to the facility. In 2000, the facilities staff nurse, operating room contacted the MFR's sales representative and informed him of the following: after the device was implanted, it was noted that the product expiration date was 02/2000. The facility wanted to know if this was alright. No furhter details were provided.